Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise. The patient went to the hospital where an x-ray was taken. This showed that the electrode had dislodged and migrated from its original location. This also caused the shape of the r-wave to change. The physician elected to reprogram the system and continue to monitor. Evidence suggests that the patient was discharged without being admitted to the hospital. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, a second inappropriate shock had occurred later due to possible t-wave or myopotential oversensing. It was noted that the r-wave amplitude continues to be low. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, the patient experienced discomfort when the inappropriate shock occurred. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise. The patient went to the hospital where an x-ray was taken. This showed that the electrode had dislodged and migrated from its original location. This also caused the shape of the r-wave to change. The physician elected to reprogram the system and continue to monitor. Evidence suggests that the patient was discharged without being admitted to the hospital. No additional adverse patient effects were reported. Currently, this electrode remains in service.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise. The patient went to the hospital where an x-ray was taken. This showed that the electrode had dislodged and migrated from its original location. This also caused the shape of the r-wave to change. The physician elected to reprogram the system and continue to monitor. Evidence suggests that the patient was discharged without being admitted to the hospital. No additional adverse patient effects were reported. Currently, this electrode remains in service.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise. The patient went to the hospital where an x-ray was taken. This showed that the electrode had dislodged and migrated from its original location. This also caused the shape of the r-wave to change. The physician elected to reprogram the system and continue to monitor. Evidence suggests that the patient was discharged without being admitted to the hospital. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, a second inappropriate shock had occurred later due to possible t-wave or myopotential oversensing. It was noted that the r-wave amplitude continues to be low. No additional adverse patient effects were reported. Currently, this electrode remains in service.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise. The patient went to the hospital where an x-ray was taken. This showed that the electrode had dislodged and migrated from its original location. This also caused the shape of the r-wave to change. The physician elected to reprogram the system and continue to monitor. Evidence suggests that the patient was discharged without being admitted to the hospital. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, a second inappropriate shock had occurred later due to possible t-wave or myopotential oversensing. It was noted that the r-wave amplitude continues to be low. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, the patient experienced discomfort when the inappropriate shock occurred. No additional adverse patient effects were reported. According to additional information, this electrode was explanted. The replacement device and lead were made by a different manufacturer. No additional adverse patient effects were reported outside of replacement procedure. This product is expected to be returned.